Manufacturer narrative:
An evaluation of the treatment tip was completed. The tip passed flow and thermistor tests. The tip failed leak test and visual inspection for a membrane tear in a damaged corner. No dialectic breakdown was observed. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient experienced a burn on both cheeks after undergoing a laser treatment on the face. The treatment was stopped due to the patient experiencing pain after 30 shots at 1.5j on the right cheek and 10shots at 0.5j on the left. The physician then noticed a torn membrane on the edge of the tip. The next day the patient reported a black/grey burn on each cheek. The patient was treated with a cooling treatment, dexamethasone, and anti-inflammatory medication. One-hour after the cooling treatment was applied the burned areas turned red and began to blister. No other treatments were performed on the area during the procedure and the patient has not undergone any other treatments within the past 30 days. No pain medication or anesthesia were given during the procedure. It is unknown if there will be permanent damage or scaring to the area, the doctor believes that there is a possibility of hyperpigmentation to the area.

Manufacturer narrative:
Corrected d1 and d2. A review of the manufacturing records showed all requirements were met. An evaluation of the data logs concluded that the handpiece and system performed as expected. Damage to the tip membrane was confirmed during evaluation. Based on the available information, damage to the tip membrane most likely contributed to this event. It is unknown how the damage to the tip membrane occurred. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment.